Manufacturer narrative:
The strips were requested for investigation but will not be returned. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing was performed. Test strip retention samples passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." This event occurred in (B)(6). Occupation was lay user/patient. Unique identifier (UDI) #: (B)(4). Expiration date: the expiration date for strips lot 44950215 was 30-jun-2021 and for strips lot 48020117 was 31-dec-2021.

Event description:
There was an allegation of a questionable result from coaguchek xs meters. At 10:20, the result from meter serial number (B)(4) using strip lot 44950215 was 3.5 inr. The result from another coaguchek xs meter with an unknown serial number using strip lot 48020117 was 3.5 inr. At 12:20, the result from a laboratory using an unknown reagent was 2.67 inr. The therapeutic range was 3.0-3.5 inr.